Manufacturer narrative:
Per investigation by the manufacturing site: a loop was returned that was originally packed, so it can be assumed that this is a different loop from the one described by the customer. There are no signs of wear on the loop. The loop's linkage is slightly bent, but this may have happened due to the outer packaging and sterilization at ks america. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The customer will not return the device for evaluation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported during a medical procedure, a piece of the loop cautery instrument had broken off inside the patient and the piece was able to be retrieved. No further information was provided due to the facility submits events anonymously.

Manufacturer narrative:
Correction made in section d4, updated model number and catalog number. The customer has returned the device to our us facility on september 06, 2024. We will forward the device to the manufacturing site for further evaluation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).